Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore spots under the lifevest equipment. Patient described the area as red and painful sore spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic cream for the skin irritation. Outcome of the irritation is unknown.